Manufacturer narrative:
The event unit was returned for investigation. Engineering determined that eschar buildup in the blade channel prohibited the blade from retracting. The root cause of the stuck blade is due to eschar buildup in the blade channel of the device. The instructions for use warns the user that "buildup of eschar can negatively affect sealing and cutting performance." Applied medical will monitor its vigilance systems for trends and take appropriate actions as necessary. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown - mini gastric bypass and hernia repair- " blade was hard to actuate during my seal 16. Blade was able to actuate after doctor activated the blade the second time. It was noticed during seal 37 that the blade detached from the blade pusher. Doctor continued to seal through and cut with scissor. Blade contained in jaw." Patient status - unknown.